Manufacturer narrative:
Leak testing showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined when or how this damage occurred.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod longer then 48 hours. The patient reports that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.